Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h10, h11. Corrected fields: g1. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed a function check and calibration. The iabp was released for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an had intermittently active helium alarm and displayed a "replace safety disc" message. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: (4118/3233): a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.